Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The iipv event was confirmed through an event history log review. The cause was determined to be false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 13:34:51. During night drain cycle one, the patient's ultrafiltration reading was 1971 ml, indicating the home patient (hp) drained 1971 ml more than their maximum programmed fill volume of 2100 ml. No additional information is available.